Event description:
Caller reported a malfunction on the pump due to a momentary power loss to the vibrator motor. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in resetting the pump, which resolved the issue as the malfunction code did not recur. The customer was informed to continue using the pump and to call back if any malfunction code recurs, which the caller understood.